Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Additional information requested and received: was this a revision surgery? ¿no.¿ how many days post-op did event occur? ¿I became aware of the leak the day after surgery for the sleeve, am not sure how long she had the leak prior to this.¿ were any issues noted with staple formation in initial procedure? ¿no.¿ what is the patient bmi? ¿37 at the time of surgery.¿ what is the current patient status? ¿she is at home with a home health agency on tpn with a stent in place. Close follow-up is ongoing.¿

Event description:
It was reported that after a laparoscopic gastric sleeve procedure, "informed today by the bariatric surgeon that she completed a laparoscopic gastric sleeve on a female patient on (B)(6), and days later this patient was brought back due to a leak. Per the doctor, when she re-operated, she observed that the leak occurred along the staple line of her final firing of the sleeve. That firing was with a blue load, gst60b. The doctor also communicated that this case on (B)(6) was the third of the day and that she observed some audible differences in the powered stapler in that the motor did not sound as it was working hard to drive the staples, leading her to believe the tissue was a bit thicker than initially expected for the closed staple height of the blue load. According to the doctor, the patient is doing fine and well on her way to recovery following re-operation.